Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was suspected to have had a contralateral stroke. It was unknown if it was related to the device or therapy. It was reported the system impedances were good and allowed an MRI scan. No further complications were reported or anticipated. Additional information was received from the hcp via the rep stating the stroke was not confirmed as the patient did not receive an MRI and a CT was inconclusive. It was reported the suspected stroke was not confirmed and therefore the root cause could not be determined. The patient's status could not be considered resolved as there was no conclusive diagnosis made.